Event description:
It was reported that on literature review "analysis of intertan intramedullary nail for unstable sub trochanteric fractures in elderly patients", 4 patients who initially underwent primary implantation of an intertan intramedullary nail to treat an unstable sub trochanteric fracture experienced postoperative delirium. No specific details were provided in regards of how was this complication treated or resolved. The patients outcome is unknown. No further information is available.

Manufacturer narrative:
Internal reference number: case (B)(4). Jiacai, s. (2021). Analysis of intertan intramedullary nail for unstable subtrochanteric fractures in elderly patients. Modern medical journal. 10.3969/j.issn.1671-7562.2021.10.011.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the literature article was reviewed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded. No further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as postoperative complications and/or patient condition. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.